Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous distal right coronary artery (rca). The 3.0x15mm xience xpedition stent delivery system (sds) was prepped before use with no leak or issue noted during preparation. The sds met resistance with the patient's anatomy during advancement; however, the sds was successfully advanced to the target lesion. During deployment, the balloon did not inflate and the stent implant did not deploy. The sds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x15mm xience prime sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database indicated there had been no similar failure to deploy, inflation issue, or physical resistance incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.